Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative via a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had symptom return after manipulations and therapy with some kind of electrical impulse. Patient had decreased mobility due to a muscle strain in back. Patient made adjustments with their controller and it was noted their issues were resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.